Event description:
As reported on the medwatch form: event desc: IV catheter removed from hand of baby after IV infiltrated. At removal, the catheter tip noted to be not intact. Tip was approx half the normal length, tip angled, smooth. X-ray of hand did not show a retained foreign body. Did this event involve a electrophysiology procedure or an attempted electrophysiology procedure? No. What was the original intended procedure? IV. Device usage problem: device failed (e.g. Broke, could not get it to work or stop working). Additional info provided by the facility indicated they are not aware of any adverse sequela suffered by the infant. The sample is being retained by the risk mgmt dept and will not be returned for eval. Photographs of the actual sample will be returned for eval.

Manufacturer narrative:
The actual device was not returned to the MFR to be evaluated and a lot number was not reported. However, the facility sent six (6) photographs for eval. Several of the photographs depicted the fractured catheter positioned next to a tape measure. The catheter appeared to be fractured approx 1/4 inch from the yellow hub. The fractured end appeared to be angular and a kink in the catheter was noted by the hub. The exact nature of the fracture could not be depicted from the photographs. Although the exact nature of the fracture could not be determined, this incident appears to be related to user/product interaction. It should be noted that similar incidents in the history of this product indicate the there are generally two causes of fractured catheters. First, while inserting the catheter into the vessel, the nurse may re-cannulate the stylet needle, through the i.d. Of the catheter and perforate the wall of the catheter causing a fracture. Secondly, when removing the tape and/or dressing from the catheter insertion site, a nurse may use scissors and inadvertently cut the catheter. Neither of these practices, re-cannulating or using scissors in the area of a catheter, are recommended practices. The instructions for use supplied with the introcan safety state the following: "after withdrawal, do not reintroduce the steel needle into the catheter, as the latter may be cut off, leading to catheter embolism." Standard nursing practices indicate to never use scissors or other cutting implements around IV sites. The photographs and all available info has been forwarded to the actual MFR for eval.